Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 418 (mg/dl). Reportedly, the customer believed it was due to a cat bite. A bolus was delivered to address bg level. Recommendation was made to consult with a health care provider to discuss diabetes management.